Event description:
Reporting status: malfunction. Reporting rationale: inner diameter of the protective sheath was out of specification. Device issue: protective sheath inner diameter out of specification. It was reported that the orange protective sheath would not come off the 3.0 x 08 mm rx powersail balloon catheter when removed from the packaging. Reportedly, there was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was dried contrast on the shaft, in the inflation lumen and in the protective sheath. The balloon was tightly folded and covered by the protective sheath. The inner and outer member appear slightly stretched for a length of 5 cm proximal to the proximal seal. There was no other damage noted to the balloon catheter. An attempt was made to remove the protective sheath, but the sheath could not be removed. The catheter was left soaking in a water bath for a few minutes and the sheath was able to be removed with significant force. A pin gauge was used to measure the inner diameter of the protective sheath. A 0.032" pin gauge was used. A profile block was used to measure the 2/3 balloon profile and met manufacturing criteria. The 2/3 balloon profile was 0.034". Product performance engineering reviewed the incident info and analysis of the returned product. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The protective sheath was removed with no damage noted. The 2/3 balloon profile measurement was found to be within manufacturing specification; however, the inner diameter of the protective sheath was not within manufacturing criteria, as it was below the minimum specification of .034". The inner diameter was measured at .032", which ultimately may have contributed to the reported resistance. It is possible that positive pressure was applied to the balloon catheter, as evident by the presence of contrast in the inflation lumen and in the protective sheath, causing the balloon to slightly expand contributing to the reported difficulties removing the sheath. If excessive force was applied in the attempt to remove the sheath, it would have contributed to the noted shaft stretching. Since resistance with the sheath was confirmed and the protective sheath was noted to be out of specification, a field discrepancy notice (fdn) was generated to further investigate this issue and the manufacturing process that may have contributed to the resistance with the sheath in this case. A review of the rx powersail risk assessment revealed that difficulty removing the protective sheath is not specifically addressed. A CAPA subtask was previously initiated to assess the need to update the risk assessments for all coronary dilatation products, including the rx powersail ram to include the hazard of difficulty removing the protective sheath. Additionally, a CAPA was initiated on (B)(4) 2009, to assess the need to update the risk assessments for all coronary dilatation products to include the risk of difficulty removing the protective sheath. Product performance engineering will monitor the products to include the risk difficulty removing the protective sheath. Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record (lhr) did not reveal any non-conformances associated with this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.